Event description:
On 8/26/94 while vacationing rptr had an accident which resulted in a broken arm. The left shoulder's socket and ball had to be replaced with a prosthetic device. Rptr spent 5 days in the hosp. After that surgery he flew home. After 10 days of the surgery, the prosthesis broke, and rptr was rushed to local hosp where this orthopedic dr said the prosthesis was defective and he replaced the defective one. Rptr has been in therapy 3 times a week for over 3 months and probably will continue for a full year. Rptr believes the company is aware of failure record and continues to use this prosthesis.